Manufacturer narrative:
Result: damaged / cracked footboard panels / modules. Damaged motion interrupt pan.

Event description:
It was reported by service report that the footboard panels / modules and the motion interrupt pan were damaged. It is unknown if there was patient involvement or adverse consequences to report.